Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was unknown at the time of the incident. The customer states the insulin pump was exposed to fluid. The customer states went into the pool and pump started alarming and notice there was a crack on the pump. The customer states they keypad is unresponsive. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with a blank display due to corroded electronic assembly. The motor assembly found with traces of corrosion. Unable to perform functional test including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify button keypad anomaly due to blank display. Unit was received with cracked case on the back at the battery tube area and battery tube threads.